Event description:
Patient had permanent pacemaker inserted 4/18/97 for bradycardia. It was noted that pacemaker was non-capturing on 4/20/97. The pacemaker was reprogrammed on 4/21/97, 4/22/97 & 4/26/97. On 4/28/97 the patient was returned to the or for replacement of the lead.